Event description:
It was reported that during deployment in the sfa (off-label use) with a contralateral approach there was difficulty deploying the stent because of the thumbwheel. The stent partially deployed 5-6mm and could not be retracted any further. In attempting to remove the delivery system and the stent, the stent began to unravel. Finally the system was removed; however, the partially deployed stent remained in the patient. Another stent was deployed to oppose the absolute stent to the vessel wall. The next day the patient returned to the hospital complaining of pain and a duplex was performed. The patient is reported to be doing fine and no further incidents have been reported.